Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In (B)(6) 2011, the patient experienced pelvic pain ("nagging, stabbing pelvic pain") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) and seasonal allergy ("allergy to grass and pollen"). The patient was treated with surgery (bilateral salpingectomy and essure removal). Essure was withdrawn. At the time of the report, the allergy to metals, pelvic pain, seasonal allergy and fatigue outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. The reporter provided no causality assessment for seasonal allergy and fatigue with essure. The reporter commented: the allergy tests were positive for nickel, which explains the pelvic pain because the essure device very readily releases nickel ions and is known to pose problems of intolerance in patients who are allergic to nickel (see linked summary case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was positive for nickel. On an unknown date: skin test result was positive for nickel sulphate. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she had allergy to nickel (seen as allergy to metals). A bilateral salpingectomy was performed to essure's removal. The reported event is serious due to medical importance and anticipated according to essure's reference safety information. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert after essure placement. This includes patients with a history of metal allergies. In this present case, patient discovered allergy to nickel and allergy to grass and pollen during essure's use. Given essure's safety profile and event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 13-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("nagging, stabbing pelvic pain") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and seasonal allergy ("allergy to grass and pollen"). The patient was treated with surgery (bilateral salpingectomy and essure removal). Essure was removed. At the time of the report, the allergy to metals, pelvic pain, seasonal allergy and fatigue outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. The reporter provided no causality assessment for fatigue and seasonal allergy with essure. The reporter commented: the allergy tests were positive for nickel, which explains the pelvic pain because the essure device very readily releases nickel ions and is known to pose problems of intolerance in patients who are allergic to nickel (see linked summary case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel. Skin test - on an unknown date: positive for nickel sulphate. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-oct-2017 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2017: after company internal review ccc was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.